Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) and the patient was scheduled for a device replacement. During the replacement procedure when the physician changed the device, it didn't pace. The screw seemed to be working well, but device did not pace. The physician tried three times to put the device in place, and patient got asystole episodes three times when they tried to get ventricular lead in the connector. The old device was put back in the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.